Event description:
A report was received that the patient was experiencing difficulty charging the ipg as it was placed under the belt line. The patient underwent an ipg revision procedure and was doing well postoperatively.